Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the medfusion 3500 pump displayed a check clutch and motor rate error. No adverse health outcome.

Manufacturer narrative:
One medfusion® syringe infusion pump was returned for investigation. Visual inspection revealed the device to be in good condition and no external damage was observed. A review of the device event history log found that a motor rate and check clutch error had occurred. Further review found that the clutch of the device was released during an infusion. During functional flow tests, the motor rate error was able to be duplicated. The check clutch error could not be duplicated during flow and occlusion testing. Further visual inspection of the device found debris on the work coupling tip and teflon washer grease and debris. The observed debris was found to be due to normal wear of the device. Investigation determined that the root cause of the motor rate error was due to the observed debris which was a result of normal wear. The check clutch/plunger lever error was due to the improper release of the clutch during an infusion. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.